Event description:
Country of complaint: (B)(4). Retropatellar pain following the implantation of a columbus revision prosthesis. This is caused by the contact between the patellar and the post on the gliding surface in flexion. There is abrasion of the post. The implant was removed.

Manufacturer narrative:
Complete investigation could not be performed. Exact item / lot number has been requested; however, it is not clear whether we will receive this info or whether we will receive the implant for analysis. This problem was detected some time ago and the columbus revision products have been re-designed to prevent this problem along with other new product requirements. This failure type was not listed in the risk analysis from 2004 because it wasn't a foreseeable occurrence. According to r and d, the occurrence will be minimized by the new design but cannot be completely excluded because this can also be caused by an incorrect alignment of the knee components and the displacement of the joint by the height of the meniscus components.